Event description:
User noted "liquid leaking out" of the handpiece. No injury reported. This is all the info provided. Although no info of "debris under side panels" of handpiece was reported, manufacturer sent this device to outside lab for further investigation.